Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the duodenum for a bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was fired on a bleeding vessel, but it would not release from the catheter. They tried troubleshooting the clip multiple times and it was found that the control wire inside the catheter was broken. They were instructed to use scope dial maneuvers to manipulate the clip and break the joint, but the clip would not retain tissue. They replaced the clip due to poor catheter and clip. The procedure was completed with a mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.